Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The patient wasn't near any sources of electromagnetic interference when the por messages were displayed. It occurred during normal usage and no codes were displayed with the pors.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins has gone into power on reset (por) twice. The first por was on (B)(6) 2017 and second por was on (B)(6) 2017. The programming nurses have needed to reprogram everything. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
The initial reporter has been updated. If information is provided in the future, a supplemental report will be issued.